Event description:
Customer reported being able to continuously remove air from cartridge during the air removal step of the loading process. There was no adverse impact to the customer's blood glucose level. Technical support informed customer that the white septum on t:slim cartridge was not designed for multiple punctures, advised customer to load a new cartridge, and educated on proper air removal process. Customer successfully loaded a new cartridge and resumed insulin delivery.